Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the sensor warm up period continued past the expected two hour time frame with no indications of an issue. No additional event or patient information is available. The complaint device was not returned. However the transmitter (part stt-rf-001, lot 5204459, serial (B)(4)) being used at the time of the event was returned. Device investigation is not yet complete. A supplemental will be submitted upon completion of device analysis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.